Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The labeling was not reviewed as the product number is unknown. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the patient had an allergic reaction to the catheter that was placed suprapubically; as a result, the incision swelled and blocked the catheter from being able to irrigate. The patient allegedly had to go to the emergency room to have the incision reopened and a new catheter placed.